Manufacturer narrative:
(B)(4). (B)(6).

Event description:
A customer reported to philips that a sedated patient sustained reddening of the skin at both elbows which developed into blisters with a size of 7cm in diameter after an mr examination. The patient was positioned head first supine and scanned for a shoulder examination followed by a lumbar spine examination.

Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coils used. It is concluded that the injury of the patient on both elbows was caused by the too close proximity of the elbows to the bore wall. Only a folded sheet was used as padding and it was stated that the patient was in contact with the bore wall due to the patient size. Furthermore the following contributing factors were observed that may explain the severity of the injury: the patient was obese and under full anesthesia which hamper the patient thermo-regulation. The patient was unable to alert the operator. The actual scan time was 1 hour 17 minutes with a total delivered whole body specific energy dose (sed) of 7,9 kj/kg. (B)(4).